Event description:
According to the reporter, during a laparoscopic left hydronephrosis procedure, while the kidney tissue was sutured, the needle and the suture were detached when passing through the sheath clip hole. The suture was replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.